Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements during the automatic threshold test during the implant procedure. The impedance measurements continued to increase post implant to greater than 2,000 ohms along with non-detection and no capture. Subsequently, the patient was taken back into the operating room and the lead was attempted to be revised. The lead was attempted to be repositioned several times; however, the impedance measurements remained greater than 2,000 ohms. This patient was not pacemaker dependent and no additional adverse patient effects were reported. The lead was then explanted and replaced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Microscopic inspection revealed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.